Event description:
It was reported that the set screw would not "cut off". No patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Device history records for these lots were reviewed. No documentation was found that would indicate a nonconformance to specification.

Manufacturer narrative:
The device returned for evaluation. Visually and optically examined threads; initial ~1-2 threads appear to be worn/damaged. Functional evaluation with thread plug gauge did not allow nut to fully interface with "go" plug gauge. Unable to determine if threads are worn due to inappropriate assembly, or if there is a potential manufacturing issue. After visual, optical dimensional and functional evaluation, no evidence was found that would suggest a defect in manufacturing or processing of the implant components; unable to definitively determine specific root cause of the foregoing event from the available information.